Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room, and device vibration alert was noted. Upon device interrogation, inappropriate shock therapy was observed due to oversensing electromagnetic interference (emi) from left ventricular assist device (lvad) pump. Programming changes were made. The patient was discharged and would be monitored.